Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump to go swimming. Subsequently, the customer's blood glucose (bg) level became elevated (270 mg/dl). A manual injection via insulin pen was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.